Manufacturer narrative:
Unreactive (fixed) pupil. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -12.50/+3.0/89 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on 06-sep-2021. The patient experienced lens rotation; unreactive (fixed) pupil; and immediately after surgery; glare/haloes and blurred vision. Lens remains implanted. The problem is not resolved. If additional information is received a supplemental medwatch report will be submitted.